Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a guiding catheter was engaged to the coronary artery, a guidewire was advanced to cross the lesion. Following pre-dilation with a semicon balloon catheter, a 38 x 3.0mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. Predilatation was repeated with the same balloon catheter and the device was re-advanced but still failed to cross the target lesion. The device was removed and the physician noted that the stent had moved from the marker. The physician elected to stop the procedure and exchanged the device with another of the same device to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).